Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported no lv capture was observed. Chest x-ray confirmed lead dislodgment. The lead was explanted and replaced on (B)(6) 2020. Patient is stable and doing well.